Event description:
The freestyle libre keeps showing "signal loss" up to 10 times a day. And for 5-60 minutes at a time. It is really annoying that it will not read my glucose levels. It has caused me to be low and not get the alert.